Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient was implanted at a late stage following meningitis, resulting in cochlear closure and incomplete electrode insertion into the cochlea. The clinicians initially elected to monitor the patient to determine whether responses could be obtained from the implanted electrodes over time; however, no response was observed. The clinic also reported that the patient experienced pain/non-auditory sensations and poor device performance since activation. Prior to explantation, device testing confirmed that the device was functioning; however, 15 electrodes were reported as open circuit due to meningitis, while the impedance of the remaining 7 electrodes was within normal limits. Additionally, the patient required an MRI of the head region due to ongoing health issues unrelated to the cochlear device. Subsequently, the device was explanted on (B)(6) 2026. As of the date of this report, there are no plans to reimplant the patient with a new device.